Event description:
Reportability assessment changed based on analysis, complete 23 may 2007. It was reported that during a ptca procedure, the maverick2 monorail balloon was leaking contrast on inflation attempts, and could not be inflated. The 50% stenosed de novo lesion being treated was located in the mildly calcified proximal left anterior descending artery (lad). The maverick2 balloon was inflated to 8 atms but would not hold pressure. There were no reported deflation or removal issues, and no pt complications were reported. The procedure was completed with another of the same devices, and pt status was reported as 'normal'. Analysis found a pinhole.

Manufacturer narrative:
Device analysis revealed that a pinhole leak existed in the balloon. The leak was noted at the distal edge of the markerband. A microscopic examination of the balloon material and of the markerband could not identify any issues that could contribute to the pinhole leak. A review of the manufacturing record for batch #8891207 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be identified.